Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Deflation: observed an opening sharp assessed as unidentified (tear) opening. No shell thickness due to opening is under plug strap. Additional observations: crease flat observed in the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.